Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 7f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. Per the instructions for use, warning and caution sections stated "do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure." The reported improper or incorrect procedure or method was due to user when releasing the deformed device from the delivery cable while inside the patient. However, it was unable to determined if this deviation contributed or caused to the reported device deformity. The cause of the reported device deformity could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant with a 7f amplatzer torqvue delivery system. During deployment, the device had a cobra deformation. The deformed device was never removed from the delivery cable. A decision was made to replace the device with an 11mm amplatzer septal occluder. The replacement device was implanted in the patient with no adverse patient consequences. There was no report of any interaction with cardiac structures during deployment and no angulation/kink was noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. No additional information was provided.